Manufacturer narrative:
Pending manufacturing investigation: upon receipt of the investigation report a medwatch 3500a supplemental report will be submitted.

Event description:
On (B) (6) 2009 - customer reported that there was no table movement during the procedure. The procedure being performed was completed and there was no reported injury to the patient or staff.